Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging meter memory issue - pulling results from 1 yr ago and putting them in pattern alert from this year. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.